Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 ultra valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 5 years and 6 months due to stenosis. As reported, the patient was previously treated twice for thrombus on leaflets. The patient was re-evaluated early in (B)(6). Imaging worked up the patient and the team received proctor input. The patient was very ill with pulmonary edema and went into cardiogenic shock. The patient was intubated and put on extracorporeal membrane oxygenation (ECMO). The patient then underwent emergent thv-thv placing a 23mm sapien 3 ultra resilia into the old valve at nominal volume. The physician wanted to use a non-edwards balloon after. The physician inflated it once and decided to inflate it again. The post dilation non-edwards balloon ruptured during the 2nd inflation. After this, the team did an echo and the physician noticed that one of the leaflets appeared to not be moving. There was severe central aortic insufficiency (ai). One leaflet was pinned up, causing the ai, which was believed to be due to excess ballooning the leaflet got stuck to prior calcium. Th team decided to go in with 2nd 23mm s3u resilia valve and added 1cc of extra volume. Hemodynamically the patient looked better and the valve was successfully deployed. The patient was stable. However, the patient remains unstable.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b7, and h6. Per the medical records, during the viv procedure to treat the stenotic bioprosthetic thv placed in 2020 the tru balloon burst. The new thv was noted to have severe aortic insufficiency (ai) and the patient was unstable requiring ECMO support for lack of lv contractility. A new 23mm s3ur was placed with resolution of ai. The presence of a "pinned" leaflet was not confirmed in the provided records. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was completed. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint of central regurgitation was confirmed based on the provided medical records. The complaint of valve leaflet motion restricted was empirically confirmed based on the information available to date. Available information suggests procedural factors (post-dilation with non-edwards balloon) likely contributed to the event as it was reported that a restricted leaflet and severe central aortic insufficiency were observed after post-dilation was performed twice. Additionally, as reported, the central regurgitation was ''believed to be due to excess ballooning'' leading to a stuck leaflet. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.